Manufacturer narrative:
Product analysis: device remains implanted in the patient. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: the device history review is in process and will be submitted in a supplemental report. A true root cause to the reported clinical observations is not determined. In this case, a dual chamber implantable cardioverter defibrillator (ICD) was implanted. (B)(4).

Event description:
Medtronic received information that 4 days post implant of this annuloplasty ring, while the patient was being externally paced, the pacemaker was turned down and the patient went into a junctional rhythm. Subsequently a dual chamber implantable cardioverter defibrillator (ICD) was implanted. No further adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.